Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a critical pump error alarm and received a red x on display screen. It was reported that insulin pump began to beep. Alarm could not be checked due to insulin pump turning off. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the critical pump error open book image loop and unable to download, the problem was isolated to faulty printed circuit board. The force sensor offset measurement was in specification however, the motor support cap had damaged from unknown excessive force noted during our visual inspection. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.